Event description:
The distributor reported on behalf of their customer that the entire circular area around the device was bright red. No further information has been provided.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.